Event description:
It was reported that the patient sought medical attention due to hypoglycemia on (B)(6) 2025. The patient called 911 and was assisted initially by the fire department, and subsequently emts. The patient's blood glucose levels declined to 35 mg/dl while wearing the pod between 4 and 24 hours, on the arm. Symptoms reported included sweating, dizziness and inability to eat and drink. The patient was given sweet beverages, and the pod was removed to treat the hypoglycemia. The patient reported using a backup method as treatment.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.